Event description:
Per independent repair center statement, the unit is alarming and shutting down. The key failure is the pilot valve is alarming/shut down. Additional malfunction is the sieve beds are saturated/odor.